Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high impedance out of range. Patient received radiation treatment and the system was move to the right side. During the exchange the physician noted the lead impedance increasing and decided replaced, the lead adaptor got stuck, therefore, the lead was surgically abandoned. This lead was successfully replaced. No additional adverse patient effects were reported.